Event description:
It was reported to philips that "the device won't perform the defib test portion of opcheck because it says paddles are not connected." There was no pt involvement.

Manufacturer narrative:
(B)(4).. When investigation is completed a follow up report will be sent to the FDA.